Event description:
During a cataract extraction procedure the clinic reported a corneal burn occurred in the patient's operative eye. The clinic reported the cataract in the patient¿s eye was very dense and the patient had lens milk and it cleared up quickly. An amo representative was at account when the event occurred. The amo rep offered to turn vacuum and aspiration up but the surgeon declined the recommendations. The wound required an unplanned suture to close the incision. Through follow-up, the surgeon indicated he was dealing with an extremely hard cataract and should have changed the settings to accommodate for the hard cataract. The surgeon does not believe any amo product caused or contributed to the adverse event.

Manufacturer narrative:
Date of birth was not provided. Sex was not provided. Lot # is unknown. Expiration date is unknown as lot # is not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. Device manufacture date is unknown as lot# is unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.